Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged, resulting in a high capture threshold and decreased sensing. Upon attempt to reposition the rv lead on 8 jul 2025, the lead's helix failed to retract, and the lead could not be repositioned. The rv lead was explanted and successfully replaced, and the patient remained stable.